Event description:
The event was found at reprocessing after surgery.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that damage of the objective lens created minute gap in the objective lens; subsequently, the suggested event temporarily occurred by influence of the invaded moisture from the gap. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: chapter 3 preparation and inspection before each case, prepare and inspect this instrument as instructed below. Inspect other equipment to be used with this instrument as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If this instrument malfunctions, do not use it. Return it to olympus for repair as described in section 5.3, ¿returning the endoscope for repair¿ on page 99. Warning using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. Chapter 5 troubleshooting if the endoscope is visibly damaged, does not function as expected, or is found to have irregularities during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope. Contact olympus. Some problems that appear to be malfunctions may be correctable by referring to section 5.1, ¿troubleshooting guide¿¿. If the problem cannot be resolved by the described remedial action, stop using the endoscope and send it to olympus for repair. Warning never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the instrument may compromise patient or user safety and may result in more severe equipment damage. Should any irregularity in the function of the endoscope and/or endoscopic image be observed during use, stop the examination immediately and carefully withdraw the endoscope from the patient as described in section 5.2, ¿withdrawal of the endoscope with an irregularity¿ on page 97. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the evis lucera gastrointestinal videoscope had a blurry image. The issue occurred during a diagnostic gastroscope procedure, and the procedure was completed using the same set of equipment. The patient was not under anesthesia were and there were no reports of patient harm.

Manufacturer narrative:
The device was returned and evaluated, and the engineer did not confirm "blurry image" reported by user. Additional findings include the following: the insertion tube was dented and worn, the plate on the scope cover was up, the switches were worn, the light guide tube was wrinkled, and the edge of the objective lens was damaged with slight scratched. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.